Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon was due to a malfunction of the power unit, the cause of which was unable to be identified. An accidental malfunction is surmised since this malfunction has low tendency to occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following: there was no abnormality on the exterior and the inside of the device. The power supply unit was replaced, the issue was resolved. The device has not been repaired in the last year. The defective parts of the device will be sent to omsc for analysis. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, all front panel displays kept blinking irregularly after turning on the device and the device was unavailable. The patient was not yet anesthetized when the reported defect occurred. The device was used with an olympus video system center otv-s190. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) sales & marketing (ocsm) and found that the front panel display was blinked and the power indicator was not lit up on start up. And the device did not start up due to the failure of the power supply unit.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus china sales & marketing returned the defective power supply board to olympus medical systems corp. (Omsc) for investigation because of a quality problem with the device. Omsc received the power supply board on june 29, 2021. Omsc confirmed that the reported event was reproduced when the power supply board was installed on the device of olympus assets. The reported event was caused by the power supply unit failure. The cause of the power supply unit failure could not be identified. However, because it does not tend to occur frequently, omsc determined that it was an accidental failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.